Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an increase in impedance and threshold, and an atrial high rate episode that appeared to be noise. The lead remains in use. No patient complications were reported as a result of this event.